Manufacturer narrative:
Upon further investigation additional information has been received. The initial medwatch report stated the date of event was unknown, additional information received from the reporter states that the event date was (B)(6) 2017. The reporter also stated that an identical spare device was available for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device will only function in reverse was confirmed. An assessment was performed and it was observed that the top trigger of the device was stuck and broken, and only functions in reverse. It was further observed that the lock-pin was stuck inside the housing, and the press pin broke during disassembly. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the compact air drive device would only function in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.